Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: medical products- femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 standard offset catalog#: 00771101500, lot#: 62601319, shell catalog#:unk lot#:unk, liner catalog#:unk, lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04679.

Event description:
It was reported that the patient underwent a hip arthroplasty revision approximately two (2) years post-implantation. During the revision, wear was found between the femoral head/stem junction and corrosion was found in the head component. It was further noted that the patient had a pseudotumor.

Event description:
It is reported that the patient was revised due to wear at the head and stem junction.